Manufacturer narrative:
Batch review performed on 26 jun 2024 lot 2348776: (B)(4) items manufactured and released on 29-jan-2024. Expiration date: 2029-01-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department revision 1 month after the primary tha due to joint luxation between liner and head. From the radiographic image, no macroscopic malpositioning of the implants can be detected. It is therefore possible that insufficient soft tissue tension was achieved and therefore luxation was recurring. The chosen solution is a dm cup which provides additional stability. The original cup was not exchanged because of faulty performance due to the device. Additional revised implant. Batch review performed on 26 jun 2024 on ball heads: mectacer 01.25.022 cocr ball head 12/14 ø 32 size m 0 (k072857) lot. 2336087 lot 2336087: (B)(4) items manufactured and released on 25-oct-2023. Expiration date: 2028-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 month from the primary, revision surgery due to joint luxation between liner and head. Liner, head and cup revised and mpact dm successfully implanted.